Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -7.0/2.5/149 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race:unk. Claim# (B)(4).